Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors instrument blades were allegedly dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the scissors were dull. Engineering placed the instrument on an in-house system for a latex cut test and the scissors did not cut cleanly through (B)(4) latex. The latex was snagged at the scissor tips. Engineering inspected the blades; the one blade edge had an indentation between the midpoint and the tip that acted as a mechanical stop for the other blade when closing. The evidence was inconclusive, but the damage to the blade was likely due to mishandling/misuse. Additional damage found was deep scratches. The distal end and the midpoint of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction and measures approximately 0.0280. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. No evidence of arcing was found. No other damage was found. Failure analysis was performed on this instrument in relation to field action number (B)(4) to investigate micro cracks on the monopolar curved scissors instrument. As the location of theses micro-cracks is confined to 2cm of the instrument shaft, the failure analysis was limited to only this area of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.